Event description:
The following has been reported: biomed reported: "device will not detect cartridge." Injury: no. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed sensor hardware failure (set ID sensor). Pump was returned due to sensor hardware failure (set ID sensor). Unit failed set ID admin test in test mode. Internal investigation found damaged screw mounts and battery pack have high cycle counts. Set ID, front housing and battery packs (reset counter) will be removed and replaced during repair process. No other damage found.